Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was excessive gel in the tube. The following information was provided by the initial reporter. The customer stated: "phlebotomists have noticed several tubes with an abnormal/excessive amount of gel."

Manufacturer narrative:
Investigation summary: bd received thirty-one (31) samples for investigation. The samples were evaluated by visual examination and the indicated failure mode for excessive gel with the incident lot was observed. Additionally, one hundred (100) retention samples from bd inventory were evaluated by visual examination and the issue of excessive gel was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of excessive gel based on returned samples. Bd was not able to identify a root cause for the indicated failure mode.